Event description:
It was reported this balloon ruptured at fifteen atmospheres following multiple inflations during dilatation of an arteriovenous fistula graft procedure. Following balloon rupture, the balloon catheter was withdrawn through a wall stent. The balloon became entangled on the edge of the stent and a portion of the balloon detached and remained in the pt. The balloon material was retrieved surgically without incident. The procedure was completed successfully and the pt's condition is good. The device has not been returned by the user facility. Therefore, a failure analysis is not available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Since co's follow-up indicated this balloon was passed through a wall stent several times, co believes this factor may have contributed to this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."